Event description:
It was reported that a review of a treated episode was requested. Technical services (ts) reviewed the device data and discussed the rhythm was gradually increased and it was occasionally double detected. The rhythm entered therapy zone and therapy was appropriately delivered as programmed for true ventricular tachycardia (vt). Additional information was received from ts indicating the device delivered therapy sooner than expected due to double detection, however, it still would have appropriately delivered therapy regardless of the oversensing, therefore the delivered shock is considered appropriate. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that a review of a treated episode was requested. Technical services (ts) reviewed the device data and discussed the rhythm was gradually increased and it was occasionally double detected, the rhythm entered therapy zone and therapy was delivered as programmed. The device remains in service. No additional adverse patient effects were reported.